Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: kinked underlying wires that did not affect the functionality of the cable the reported event of the heartmate 3 vad modular cable being exchanged due to mechanical damaged was confirmed via visual analysis and testing of the returned unit. The heartmate 3 vad modular cable (lot umber 6747152) was returned and evaluated at abbott. During the evaluation, the returned modular cable (lot number 6747152) was brought in for troubleshooting and the modular cable was visually inspected. A discolored and cut polyurethane jacket that contained tape covering approximately a third of the jacket was observed, confirming the reported event of mechanical damage. The modular cable was then functionally tested and passed all steps of testing. Additionally, the resistance and current leakage of the individual wires using a digital multimeter all wires passed without issue. The returned modular cable was then connected to a known working test system controller and pump without any issues or atypical alarms active. The modular cable was manipulated by hand during testing with no issues or atypical alarms observed. The tape was then removed to reveal several cuts throughout the cable exposing the braided aramid layer. The modular cable was reconnected to a mock loop and operated as intended all while being manipulated by hand, indicating that the mechanical damage did not hinder the functionality of the device. The modular cable functioned as intended, despite the superficial damage to the polyurethane jacket. Provide information stated that the modular cable was exchanged due to mechanical damage, there were no alarms associated with the event, and the modular cable will be returning to abbott. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 6747152) was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped from abbott on (B)(6)2019. The heartmate iii patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." The heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate iii patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable was exchanged due to mechanical damage.